Manufacturer narrative:
The reported event of an ikp data-infusion malfunction could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that upon review of the process information (pi) system, "infusion malfunction" appeared in the internet-keyed payment (ikp) data for device interoperability. The review was performed by bd clinical infusion data consultants. There was no reports of patient consequence or impact.